Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention took place on (B)(6) 2024, during which the ipg was explanted and replaced. Issue resolved.